Event description:
It was reported that the user experienced hyperglycemia after the ilet pump ran out of insulin, and the agent provided troubleshooting by walking the user through a full supply change with prefilled cartridges and a cd steel infusion set, after which insulin delivery was resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to procedure, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.